Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore, no pt info is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The signals in the rdf indicate that it is likely that the plasma line was partially occluded during a portion of the run. The occlusion of the plasma line causes the plasma line to no longer contribute to the platelet pump during the pca substate, which in turn causes the flow through the lrs chamber to be higher than the system expects, therefore, causing some wbcs to escape and end up in the product bag. The orientation of the tubing as loaded in the centrifuge hex holder under certain flow conditions, may cause the plasma line to pinch off. Investigation eval and corrective actions are in process. A f/u report will be provided.